Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It has been determined that the reported difficulties appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The graftmaster coronary stent graft system instructions for use states: caution: if resistance is encountered, do not force passage. Resistance may indicate damage to the device or movement of the stent graft on the balloon. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid proximal right coronary artery (rca) and a perforation occurred. A 2.8 x 19 mm graftmaster stent graft delivery system was advanced in the vessel; however, the device met resistance with the calcified anatomy and could not reach to the perforation. During the attempt to cross the device by pushing and applying force repeatedly, the proximal shaft got kinked. When the device was removed from the patient anatomy, the stent was also found to be flared. The device was replaced with a new graftmaster (size is unknown), which crossed the lesion without any issue. The procedure was successful, after one more graftmaster stent was implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.